Event description:
It was reported that the device could tear, sometimes tearing after minimal use, and sometimes after normal/usual use. They also tended to tear at the flange loop, where the trach tie went through. It was also reported it happened 4 times already. There was a patient involvement and no patient harm/adverse event reported. A1: one patient, four product malfunctions. Emdr-19312, emdr-19634, emdr-19635 and MDR-19636 all represent the same patient. This is the first malfunction for the related reports.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no lot number was provided by the customer.